Manufacturer narrative:
(B)(4). Date sent: 10/31/2021. D4: batch # u5d707. H6: component code = g04. Investigation summary . The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above where the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. An intermittent function was noted on the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the first shot that was normally fired, the blade of the plee45a did not return automatically as usual, so it is discarded and the surgery is finished with another stapler of the same code. No patient consequences reported. No further information is available.